Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 bubble detector did not function during a procedure. There was no report of patient injury. A service request was made by the customer, however, the request was canceled and the customer elected to perform the replacement on their own. A replacement bubble sensor and processor board were sent to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (b)(46) received a report that the sorin s3 bubble detector did not function during a procedure. There was no report of patient injury.